Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure e.g. Shield breaks off from needle .this event occurred twice. The following information was provided by the initial reporter. The customer stated: "sheath flew off when activated after blood collection. Ongoing problem being reported in cz.." "I wanted to let our product complaints team know that you experienced 2 similar incidents in july of last year (2020). I realize there was not report filed but we are going to document this for tracking purposes. Product complaints, please file this in our system on product 358650 from (B)(6) 2020. Lot number(s) unknown as it was a year ago. "

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure e.g. Shield breaks off from needle .this event occurred twice. The following information was provided by the initial reporter. The customer stated: "sheath flew off when activated after blood collection. Ongoing problem being reported in cz." "I wanted to let our product complaints team know that you experienced 2 similar incidents in (B)(6) of last year (2020). I realize there was not report filed but we are going to document this for tracking purposes. Product complaints, please file this in our system on product 358650 from (B)(6), 2020. Lot number(s) unknown as it was a year ago. "